Event description:
Sales representative, reported the customer claimed that during a cholangiography procedure, as the catheter was being removed, it was noted that a piece of plastic remained inside of the pt on the liver bed. The surgeon was able to retrieve the object. No pt injury or complicatins were reported.